Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect by one year, cause was unknown. There was no impact to the customer's blood glucose. Customer corrected pump date and resumed insulin therapy.